Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, while putting together the tfna set in sterile processing, the guide sleeve would no longer fit in the aiming arm. The guide sleeves was tried in other aiming arms and it worked which indicated that there was a problem with the aiming arm. Concomitant device reported: unk - guides/sleeves/aiming: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves one device aim-arm 130° f/stat dist lock. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that there was no damage or defects with the aim-arm 130° f/stat dist lock . No other problems was reported. A functional test could not be performed as the mating device was not returned. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for aim-arm 130° f/stat dist lock . There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: 03.037.013. Lot number: 77p7209. Manufacturing site: haegendorf. Release to warehouse date: 28 january 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d9, h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that there was no damage or defects. A functional test was performed. Mating devices samples (buttress/compression nut, blade/screw guide sleeve, aiming arm locking device) were assembled and disassembled according to the tfn-advanced proximal femoral nailing system (tfna) surgical technique. All devices works as intended. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the aim-arm 130° f/stat dist lock was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. The current and manufactured to drawings were reviewed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.